Event description:
A (B)(6) male pt contacted zoll customer support to report that the device prompted to replace the electrode belt. Without a prior gel release, this indicates a problem with one of the cables. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (replace belt / damaged cable) has been confirmed. Upon eval, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.